Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on examination, the keypad was noted to have been peeled off and was missing from the pump. On testing, all the keypad buttons had intermittent response. The up arrow, down arrow and ok buttons contacts were noted to be misaligned. There was no scrolling with button presses. Contamination was noted under the contacts of all the keypad buttons. The display was faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.